Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. Inflation was performed twice at 14 atmospheres for 30 seconds; however, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.